Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Moisture damage found on the electronics and motor also. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.